Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results, with two different nano meters: 290 mg/dl at 2:00pm (patient's nano meter), 140 mg/dl at 2:10pm (friend's nano meter), 309 mg/dl at 2:11pm (patient's nano meter), and 142 mg/dl at 2:14pm (friend's nano meter). No adverse event reported. Requested return of suspect device and strips, and replacement was sent. No information on the friend's nano system is available.